Event description:
The lay user patient contacted lifescan (lfs) in 2006 alleging that his meter does not power on. The patient mentioned that his meter did not power on. He experienced itch skin at the time of testing and went to the hospital because he was unable to test. He was tested on the hospital device and was treated with glucose. There is no information on what the reading was on the hospital device. The patient was using the correct vial of test strips and the meter did not power on by pressing the power button. The batteries were replaced over a year ago and was correctly installed. The patient did not have replacement batteries to verify whether the meter would power on with the new batteries. . Customer care agent (cca) sent the patient a replacement meter.